Event description:
Nurse reported that the pt was not receiving the anticipated pain relief after surgery from the ambit pump. The pump display indicated that medication was being delivered, however, the nurse observed that blood had backed up through the wound catheter in i.v. Tubing. The therapy was discontinued. There were no reports of any adverse pt events associated with this malfunction.